Manufacturer narrative:
The device was discarded by the user facility and was therefore not available for analysis. There was no report of a device malfunction. The device history records for this manufacturing lot were reviewed and there were no anomalies, discrepancies, or non-conformances. The root cause of the event was attributed to the patient's preexisting condition. (B)(4).

Event description:
An obese patient with significant multiple co-morbidities had a recent massive pulmonary embolism that was treated with the angiodynamics angiovac system. On (B)(6) 2018 the patient presented in the emergency department with a dilated right atrium (rv/lv ratio 2.5; elevated: <0.9). Thrombolytics were administered followed by treatment with the angiovac system which reduced the rv/lv ratio to 1.5 (still critical). The angiovac therapy was successful in removing most of the suprarenal (acute) clot in the inferior vena cava (ivc), but none of the infrarenal clot (as assessed by the vascular surgeon as a chronic clot) was able to be removed. The inari clottriever thrombectomy system was therefore considered the patient's only viable treatment option to treat the deep vein thrombosis (dvt). Dvt surgery was scheduled for (B)(6) 2018. The vascular surgeon accessed the patient's right popliteal vein using the clottriever sheath over a pre-placed 0.035" guidewire through which the model 40-102 clottriever catheter was inserted. The occlusion extended from the iliac vein to the superficial femoral vein. The popliteal vein was widely patent. The coring element of the clottriever catheter engaged at the lumbar 2 (l2) area and below. Five successful passes of the clottriever catheter were made and large amounts of acute and chronic clot were removed. The venogram taken after the final (5th) clottriever catheter pass showed widely patent vessels and dramatically improved blood flow. Soon after the venogram (approximately one hour after the start of the procedure), the patient suddenly destabilized and asystole ensued. A code was called and after 30 minutes of CPR with drug administration, the code team halted attempts to resuscitate and the patient expired. No autopsy was performed as the cause of death was attributed to complications due to the preexisting clot (heart/lungs). There was no report of a device malfunction.